Event description:
(B)(4): "nicu infant infused with tpn via buretrol/hospira plum a+ at 13 ml/hr. Infusion pump alarm did not notify rn that air was in the line, continuing to pump within 1 inch of reaching infant's IV insertion site. There was total air (not just air bubbles) in line from buretrol down through cassette to within 1 inch above distal filter before insertion site. Infusion pump alarm did not work as it was supposed to. Potential for sentinel event if this was not caught by the rn." Upon further query, the following info was provided that indicated air in the tubing distal to the device with no device alarm. At 1530, line a of the device was programmed to deliver tpn, at a rate of 13ml/hr, and a vtbi (volume to be infused) of 26ml. The customer contact indicated that the nurse noted "little bubbles" in the proximal tubing of the tubing set. It was reported that the nurse used the backprime button to clear the air prior to starting the delivery. At 1700, the device alarmed for proximal air line a. The nurse backprimed the device to clear the air and resumed the delivery. At 1900, the device alarmed that the delivery was complete. At this time, a second nurse reprogrammed the device with a vtbi of 26ml and the delivery was restarted. The customer contact reported that the second nurse could not say "for certain that she actually refilled the burette" when the device was reprogrammed. At 2012 during a routine check of the pt's IV site, the first nurse noted air in the tubing set starting in the drip chamber and ending just before the filter at the pt's IV site with no device alarm. The device was turned off and the tubing set was disconnected from the pt's peripheral IV site. No air was delivered to the pt. There were no reports of adverse pt effects. No medical interventions were required. The tubing set was replaced and therapy was resumed using the same device. At an unspecified time the next morning, the device was removed from clinical service. Therapy was resumed using a replacement device. On (B)(6) 2011, the pt was discharged to home. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).